Event description:
It was reported that the insulin pump alarmed motor error and not able to rewind. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to loose drive support disk. No motor error alarm noted. Motor passed motor test. Unit was received with missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.